Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. It was reported that the patient kept receiving communication error messages when activating a pod. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Event description:
It was reported by the patient's legal guardian (lg) that the patient went to the emergency room (ER) due to hyperglycemia at (B)(6) hospital on (B)(6) 2025. The patient's blood glucose (bg) levels reached 16.9 mmol/l (304.2 mg/dl). The patient's lg reported that they kept receiving communication errors when trying to activate a pod and was unable to do so resulting in them seeking medical attention. At the hospital, the patient was given insulin and was monitored during the visit. A new pod was activated and the patient left the hospital after 4 hours.